Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewer (hrsv) to resolve the reported issue. The system was tested and verified it was ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The hrsv was analyzed and reported failure was confirmed. The monitor was installed on the left side of the pca test system. Upon power up, the system started with no issue; however, the left eye monitor was not working. No images were shown on the left eye of the ssc. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the surgeon found the left eye in the surgeon side console (ssc) went black in the middle of the case. The intuitive surgical inc. (Isi) clinical sales rep (csr) stated that the customer attempted to pan between the left and right eye of the endoscope view, and the picture was good, but the issue remained in the ssc. The intuitive tech support engineer (tse) reviewed the logs and found a 119 error, related to a low current in the ssc monitors. The tse guided through a hard power cycle of the ssc, but the issue remained. The surgeon proceeded and finished the case with one monitor active. The procedure was completing as planned with no reported injury or harm. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.